Manufacturer narrative:
(B)(4) (revision surgery). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient underwent a 2above-2below fusion surgery due to l1 burst fracture. Post-op, on an unknown date, the implanted rod was found broken. Patient was reported to have low back pain as a result of this event. Patient underwent a revision surgery where the fixation range was shortened to 1above-1below for the l1 diseased vertebral body and the broken rod was replaced. No fragment of the product remained inside the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.